Event description:
It was reported that during a pacemaker check it was noted that lead polarity was switched to unipolar by the lead monitoring function due to high lead impedance. Noise was confirmed and a lead fracture was suspected. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.